Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, moisture was visible through the display lens. The pump was unable to power on. A leak test was performed and failed due to a crack at the bottom right corner between the keypad and the pump seal. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location.